Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined as a service issue. The reported problem was resolved by recalibrating the patient handling system (phs) and exchanging the tabletop position sensor. This brought the system back to clinical operation. The material consumption of the sensor in relation to the installed base is monitored by the CAPA process and is rated as acceptable. No systematic issue nor a general design issue was identified. Therefore, this report is filed with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT system. The user reported a problem with the CT-scan of two patients. The first patient, a 72-year-old man, 100 kg, was examined on suspicion of an aortic dissection. The scan aborted twice and was successfully completed on the third try. The delay in diagnosis was approximately 26 minutes. Beside the additional radiation dose, no negative health consequences for the patient have been reported because of this delay. The second patient, a 34-year-old woman, 110 kg, was examined because of a suspected stroke. The scan aborted and the customer finished the diagnosis on an MRI-system. According to the customer, the delay in diagnosis was 30 minutes. No negative health consequences were reported for the patient caused by this delay.